Event description:
During an MRI infusion, channel b was being used to infuse propofol. After the infusion started, the nurse resolved a sequence of two air-in-line alarms, then proceeded with the infusion. After approx 30 minutes, the nurse observed the propofol container was empty, and believed the pt had received up to 50 ml of add'l propofol. The pump had been running at 8 ml/hr for approx 3 hours. The pt was observed to be mildly bradycardic when the infusion was stopped. The pt's blood pressure and heart rate were observed until they returned within normal limits. No pt injury resulted from this event.

Manufacturer narrative:
The hospital did not directly notify iradimed regarding this event. The pump was returned to use at the hospital prior to the time iradimed was notified, so no pump examination by iradimed was performed. The hospital's examination of the pump determined the 3851 pump operated normally, and the hospital could not duplicate the event with the subject pump. No problem was identified that could have caused this event. The pump was returned to use following the examination by the hospital's clinical engineering staff. No further problems have been observed. The infusion set used at the time of the event is not available for inspection. From the info available, the likely cause of this report was the incorrect positioning of the infusion set in the pump by the user. The proper method of installation is described in the operator's manual. The instructions warn that stretching the tubing, or mispositioning the tubing can result in free-flow conditions. In response to this and other similar reports, iradimed corp initiated correction no. 3005053560-09/17/12-002-c on 8/31/2012 to notify users of the possibility of this risk. These same instructions are provided in the operator's manual, but an add'l instruction card was provided to users to emphasize these important instructions and precaution. Copies of the correction and instruction card text are provided with this report.